Manufacturer narrative:
Product analysis: additional review of the device was performed. The returned delivery catheter system (dcs) was examined using a borescope to assess the capsule ID damage. The inspection revealed minimal scraping on the inner polymer layers. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the d-evolutfx-2329, a little bubble of blood and plastic was observed on the capsule when the catheter was withdrawn from the patient. There was no problem with the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: additional review of the device was performed. The returned delivery catheter system (dcs) was examined using a borescope to assess the capsule ID damage. The inspection revealed minimal scraping on the inner polymer layers. Analysis, combined with the customer's event description, indicates that the ¿bubble¿ deformation on the capsule od is a result of this internal polymer damage. When fluid is pressurized inside the capsule, it escapes through the exposed frame ribs, causing the outer polymer to expand into a bubble. A side leak at the deformed area then releases the fluid. Further investigation into the cause uncovered previous complaints where inner polymer scraping was linked to tav paddles being out of position, either due to misloading or deployment beyond the point of no recapture, leading to tav crown displacement. This misalignment can result in friction against the capsule ID, damaging the polymer and exposing the frame. Consequently, pressurized fluid passes through the frame ribs, deforming the outer polymer layers and forming a ¿bubble¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 image review: pre-implant computed tomography (CT) imaging were provided. Aortic valve is trileaflet with moderate to severe calcification. Calcium seen in aortic (ao) annulus under left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). Patient has an annular perimeter/perimeter derived of 80.5 millimeter (mm)/25.6 mm and an left ventricular outflow tract (lvot) per imeter/perimeter derived of 81.7 mm/26.0 mm, both suggesting a 29 mm evolut. Sinus of valsalva (sov) diameters are within recommended range. All sinus and coronary heights are within recommended range. Calcification seen in sinotubular junction (stj). Proximal cal cification seen in left coronary artery (lca) and right coronary artery (rca). Annular angulation is approximately 57°. Intraprocedural fluoroscopic images, one media file and five static images were provided for review. Fluoroscopic valve load inspection was performed, and the overlap does not appear to reach node 4, which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. There is evidence that a percutaneous coronary intervention was performed prior to the valve implantation. A pre balloon aortic valvuloplasty was performed. Evidence suggests that the valve was implanted after the first deployment attempt at a depth of approximately 3mm. Final angiogram revealed a slightly deeper position of the evolut and possible s. Upon removal of the delivery catheter system, an abnormal blood-filled bubble on the nitinol capsule is identified. Based on the information provided, it is not possible to determine what caused the abnormal appearance of the capsule. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Delamination was observed over the nitinol reinforcing frame of the capsule. Deformation was evident at proximal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device. The reported event of tear/ cut/ hole could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the d-evolutfx-2329, a little bubble of blood and plastic was observed on the capsule when the catheter was withdrawn from the patient. There was no problem with the valve. Additional information was received that during the valve implant, no difficulty loading or recapturing the valve was noted. The delivery catheter system (dcs) was flushed following removal from the patient. Additional information was received to note after the procedure was completed, the dcs was flushed prior to sending the device back to medtronic for analysis.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no difficulty loading or recapturing the valve was noted. The delivery catheter system (dcs) was flushed following removal from the patient.

Manufacturer narrative:
Updated data: b5, d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.